Manufacturer narrative:
This part is not approved for use in the us, however , a like device with part# 55811014540, 510k# k122433 and upn (B)(4) has been cleared for us. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Submitted images appear to display two broken bone screws.

Event description:
Pre-operative diagnosis:trauma procedure:posterior fusion for trauma it was reported on an unknown date, post -op, screw at caudal side was broken at the bottom.product came in contact with the patient. Low back pain was reported for this event. Revision was scheduled on (B)(6) 2017.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately 1 thread down from the base of the bone screw head. Opti cal and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some evidence of fracture surface damage is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major diameter of the bone screw confirms relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.